Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraine"), headache ("headaches"), mood swings ("psychological or psychiatric problems condition: mood swings"), depression ("psychological or psychiatric problems condition: depression"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), alopecia ("hair loss") and back pain ("back pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery for remove essure device). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, urinary tract infection, migraine, headache, mood swings, depression, abdominal distension, alopecia, weight increased and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, alopecia, back pain, depression, dysmenorrhoea, headache, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, urinary tract infection and weight increased to be related to essure. The reporter commented: plaintiff answered "yes" for following question "have you had your essure (or any part of the device) removed?" However device removal date not mentioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: plaintiff fact sheet received-previously reported event ¿injury in herself¿ updated to ¿dysmenorrhea (cramping)¿, events:¿ infection (bladder/ urinary tract/vaginal) type: uti, migraines, headaches, pain, pregnancy(no complications), device ineffective, psychological or psychiatric problems condition: mood swings, depression, gastrointestinal or digestive system condition type: bloating, hair loss, weight gain / loss specify which one: weight gain, back pain¿, reporter, patient demographic added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.